Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 670 mg/dl due to a bent cannula. Trace level of ketones were present. Correction bolus and insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Insulin injections were administered. Customer was discharged on (B)(6) 2018. Customer resumed pump therapy; bg was within range. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.